Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, resuming insulin therapy. Frequent occlusion issues were noted, and the customer was transferred to cts for follow-up assistance.